Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking and occluded catheter was confirmed and the cause was use-related. The product returned for evaluation was one 4fr groshong catheter. The sample was received assembled with a two-piece connector. Crystalline precipitate was observed within the catheter tubing. An attempt to infuse water through the sample using a 12ml syringe revealed that the sample was not patent. A leak was observed emanating from beneath the clear strain-relief sleeve. Following disassembly of the connector, inspection of the connector revealed that the catheter was inlaid through the compression sleeve; however, the catheter was kinked and ruptured in the assembly area. The observed leaking and lack of patency were found to be caused by the catheter kink and rupture within the connector. This damage is consistent with misassembly of the connector assembly. The product IFU provides instructions for the proper assembly of the catheter/connector system.

Event description:
It was reported that just after implanting the catheter, heparin could not be flushed through the catheter and leakage was spotted from the extension tube connection area. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that just after implanting the catheter, heparin could not be flushed through the catheter and leakage was spotted from the extension tube connection area. No harm to the patient was reported.